Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) due to the settings being entered inaccurately. Reportedly, the customer entered 7 units instead of the intended 1.7 units. Multiple attempts were made to follow-up with the customer; however, the customer did not respond.